Event description:
It was reported that the bleeding was from a possible biting injury on the tongue. It was noted that the patient was given local anti-bleeding instructions (cold etc.) And their international normalized ratio (inr) was lowered a bit. No acetylsalicylic acid (asa) was in use.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively determined through this evaluation. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired due to multi organ failure (see MFR. Report # 2916596-2025-00808 for outcome information). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, is currently available. Section 1, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced bleeding in the mouth area on (B)(6) 2024.

Manufacturer narrative:
B3: event date has been estimated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.